Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgeon was in the sphenoid sinus and navigation showed the instrument in the pituitary gland. Delay to the procedure was 20 minutes. Looking at the registration it appeared there were a significant number of points that were collected under the skin. It looks like either the patient anatomy in the area was very mobile or the trace was a little heavy-handed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the amount of inaccuracy was 3-5mm.

Manufacturer narrative:
Patient information was not available on the date of filing. Initial reporter name not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicate d/confirmed. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure there was an alleged inaccuracy. The site had a slab scan where they were not able to get below a 3.1 registration whether it was touch or trace. The clinical specialist had them verify accuracy on anatomical landmarks and it appeared accurate. The surgeon reported when navigating in the sinus that they were a few mm inaccurate. There was no reported impact on patient outcome.